Event description:
It was reported that during to a stent placement procedure the stent allegedly failed to expand. The procedure was completed using another device. It was further reported that, it was necessary to remove the equipment from the vessel into the sheath and evacuate it from the patient. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11:the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the returned sample was found in used condition, with activated deployment mechanism. The stability sheath was found with compressive crinkles and was blocked against the stent sheath. Inside grip a force transmitting post was found broken which made a complete deployment impossible. The stent was found partially deployed and the distal end of the stent was fractured off and missing. It was not known when and how the stent fractured off, and the disposition of the distal stent end is not known. The investigation leads to confirmed result for catheter deformation, break of a force transmitting component leading to partial deployment, and stent fracture. A manufacturing related issue could not be found. It was reported that the system was removed from the vessel into the sheath and evacuated from the patient. A deployment failure or partially deployed stent can lead to stent fracture during handling after the event, especially when the system is removed through the introducer lip outside patient. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter deformation, break, partial stent deployment and stent fracture. It was not known when and how the stent fracture occurred. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Holding and handling of the system throughout the procedure was found sufficiently described. Regarding accessories the instruction for use state: gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (...)' Regarding pta the instruction for use state: predilation of the lesion should be performed using standard techniques. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a stent placement procedure using lifestent xl vascular stent. During the procedure, the stent allegedly failed to expand. The procedure was completed using another device. It was further reported that, it was necessary to remove the equipment from the vessel into the sheath and evacuate it from the patient. There was no reported patient injury.